Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. It was found during evaluation that the cover was broken and the connector was damaged. The defective parts were replaced, and the device was repaired, tested, modified and found to be fully-functional. The broken cover and damaged connector is most likely a result of user mishandling of the device, or a probable fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12-nov-2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in ireland that during service evaluation, it was determined that the fms duo®+pump/shaver unit device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.